Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised enduser's mother called and stated school said left wheel lock is no longer working at all.